Event description:
Suture needle broke off during surgery. Occurred during appendectomy as surgeon was making first pass with suture. About 1/2 of the needle broke off. Searched for needle for 20 mins without success. Surgeon left the needle in the fascia. This was disclosed to the pt and family. Surgeon explained to the pt that the needle would work itself to the surface of the skin. The pt may return to the hospital for needle removal under a local.